Event description:
It was reported that stent partial deployment occurred. The 75% stenosed target lesion was located in a mildly tortuous and moderately calcified proximal superficial femoral artery. Following the use of the rotablator, a 7 x 150 x 130 cm innova vascular stent system was selected to be deployed in the lesion. The innova was advanced over the rotawire, and the thumbwheel was turned until the white arrow appeared; however, the shaft was unable to be pulled to complete deployment. The wire would not advance or withdraw, and the stent was partially deployed, so the decision was made to separate the white housing and use a pin and pull method of deployment to complete the stent deployment. The original stent was used to complete the procedure and there were no patient complications reported.